Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. Should the device be returned at a later date, the investigation will be re-opened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an endovascular aneurism repair [evar] procedure, the catheter tip detached within the patient. The physician had successfully acquired bilateral femoral vascular access. During guide catheter removal the catheter tip detachment was noted. The foreign body was successfully retrieved with a vascular snare device. No additional consequences to report.